Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was not able to duplicate the reported issue. After replacing the a04 therapy pcb and performing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Stryker further evaluated the replaced part at the product assessment center (pac) and the reported issue was not able to be duplicated. The electronic record were downloaded for review. The reported issue was verified, however a root cause of the reported issue could not conclusively be determined.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. The customer's device was received at stryker. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.